Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on unknown date. It was reported that during the procedure, the suture broke. The procedure was completed with an alternate device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of suture break.